Event description:
It was reported that ¿it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time.